Event description:
The customer reported that the sys would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply was replaced during the svc call. The sys was tested and found to be working an intended and put back into svc.